Event description:
The customer called into technical support (ts) reporting that the device is getting low ventilation alarm error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Caller advised found error in the significant event logs. The rse advised caller to perform pvt to help diagnose the issue. The customer ran a full performance test and the v60 passed, returned it back to service.